Manufacturer narrative:
Correction: during follow up, it was clarified that there was a leak from the minicap transfer set only. Based on the additional information received, the titanium adapter was determined not to be a factor in the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the minicap transfer set and the titanium adapter. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.